Event description:
An aneurx stent graft system was implanted in a pt for treatment of a 7.8 cm abdominal aortic aneurysm. It was reported that the recent CT demonstrated that the stent graft has migrated due to aortic neck angulation (mdr2953200-2008-00636). The physician attempted to resolve the type I endoleak by placement of two aneurx aortic cuffs (mdr2953200-2008-00655) and one talent aortic cuff (2953200-2008-00656), however 5 days later, the endoleak did not resolve and the pt was converted to an open repair. The physician surgically converted the pt to a conventional stent. The explanted stent grafts have been rec'd and the analysis is pending. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Pending device returned for evaluation).